Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be the reed switch, designator sw5. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not turning on when opening the lid. The device not turning on automatically can lead to a use error resulting in a failure to deliver defibrillation. The customer advised the device could be turned on using the power button. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not turning on when opening the lid. The device not turning on automatically can lead to a use error resulting in a failure to deliver defibrillation. The customer advised the device could be turned on using the power button. There was no patient involvement reported with the event.